Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel disfunction. It was reported, that they had a very bad fall on the 31st of may. And wanted to know if their device was working properly. They explained, that after the fall, the device was not working the same. Patient said, they tried the different programs, but none of them seemed to change it, any so they put it back on program 3. Agent asked, the patient if they were having any improvement in their symptoms, when they got the battery replaced, but they said, it had not improved. And gotten a little worse. Patient also said, that their symptoms had never been "so bad, that they did not have to wear a pad for protection anyway". Patient mentioned, that they had scans on their head and neck and they forgot to turn off their therapy, after the fall. Patient that, they hadn't spoken with their doctor about the issue, but they will soon. Agent reviewed, information with patient and redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.